Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the insulin squirted during the priming. Customer blood glucose value was unknown at the time of incidence. Customer also stated they receive unexplained no delivery alerts also battery slightly diminished and made grinding noises when rewinding. The device will not be returned for analysis.